Manufacturer narrative:
Loss of damping resistance due to air in the hydraulics because of extensive contamination and not meeting the service interval recommended by the manufacturer (required every two years). Air in the hydraulics caused the patient to fall due to loss of stance phase damping resistance.

Event description:
No resistance on knee. Patient fall. The knee has air in the hydraulics. Patient state the first 45 deg. The knee does not have any resistance causing the patient to fall.